Event description:
The end user of the stretcher reported that the stretcher is moving in an abrupt downward motion when pushing the button. There was no report of injury or adverse event associated with the reported issue.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation of the stretcher. The reported issue was able to be duplicated and the cause was traced to the actuator. The actuator was replaced and the cot was verified to be functioning according to specification and was returned to service.

Event description:
The end user of the stretcher reported that the stretcher is moving in an abrupt downward motion when pushing the button. There was no report of injury or adverse event associated with the reported issue.